Event description:
It was reported that the left ventricular lead required a catheter placed to relieve pneumothorax.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.